Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. After a non-bsc guidewire was passed through the lesion, dilatation was performed with a 1.5mm x 20mm x 143cm coyote es balloon catheter. However, on the first inflation at 14 atmospheres, the balloon ruptured. Dilatation of the lesion area was performed with a non-bsc balloon catheter, but due to the insufficient dilatation, a 6.0mmx40mmx135cm sterling balloon catheter was selected; however it also ruptured after being inflated at 6 atmospheres. Another 6.0mmx40mmx135cm sterling balloon catheter was advanced, but the balloon still ruptured after being inflated at 14 atmospheres. The procedure was successfully completed with a different device. No patient complications nor injuries were reported.